Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged the day after implant as confirmed via x-ray. A revision procedure was performed wherein the physician attempted to reposition the lead, but failed due to helix extension issues. The ra lead was explanted and replaced with an alternate. No additional adverse patient effects were reported.